Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a multiple drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 1.1 and 1.2 failed intermittently, unable to recover, required maintenance and tower door 3 kept failing with multiple latch clicks. A field service engineer (fse) tested the boards with multimeter, seated all row board connections and performed a long reboot. All pockets had responded normally in the application. The fse also checked all lights, reconnected all cables, cleaned any debris and resolved the issue. The system functioned as intended after the field service engineer repaired the device.